Event description:
It was reported that the procedure was canceled. The target lesion was located in the left cardiac trunk opening. An opticross hd imaging catheter was used for ultrasound examination of the target lesion. Before the procedure, the catheter could not show the image. The procedure was canceled. No patient complications were reported, and the patient's status was stable. It was further reported that the target lesion was a 55% stenosed left anterior descending artery. The patient did not receive the planned treatment due to the imaging procedure being canceled after the patient was sedated with local anesthesia. The patient is in stable condition.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left cardiac trunk opening. An opticross hd imaging catheter was used for ultrasound examination of the target lesion. Before the procedure, the catheter could not show the image. The procedure was cancelled. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspections revealed no issues; the device appears to be in good condition. Impedance testing shows a complete circuit curve. Transducer level impedance testing shows an rh peak of 45 ohms and a high rm value (21 ohms). Image characterization testing showed a poor image on the ilab system. The motor drive unit (mdu) and ilab system were used to perform a functional inspection on the device along with the above-referenced calibrated equipment. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Media inspection on the attached photo shows evidence of the reported issue and an error related to capital equipment. Based on the evidence, the as reported code of image lost can be confirmed.

Event description:
It was reported that the procedure was canceled. The target lesion was located in the left cardiac trunk opening. An opticross hd imaging catheter was used for ultrasound examination of the target lesion. Before the procedure, the catheter could not show the image. The procedure was canceled. No patient complications were reported, and the patient's status was stable. It was further reported that the target lesion was a 55% stenosed left anterior descending artery. The patient did not receive the planned treatment due to the imaging procedure being canceled after the patient was sedated with local anesthesia. The patient is in stable condition.